Event description:
Related manufacturer report number: 2017865-2024-01998. During an in-clinic follow-up, noise resulting in oversensing was detected on the right atrial (ra) lead. Provocative testing was performed and the lead noise was reproduced. The suspected cause of the event is due to lead damage. The lead was capped and replaced in order to resolve the event. The patient was stable.